Event description:
Plate implanted in 2003 (exact date not known) on a condylar process fracture, in the mandible. Through a x-ray exam, it was discovered the plate was broken. Revision surgery in 2004 (exact date not known) to remove broken plate.